Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon connecting the surgical fiber, the aiming beam was observed to be emitting from the proximal end / straight out of the fiber; the fiber was reported to have been used for 44,843 joules. The fiber was replaced and the procedure completed using a second surgical fiber for 79,929 joules. There was no patient injury reported.